Manufacturer narrative:
The insulin pump received with a blank display due to moisture damage on the electronic assembly. Unable to verify the button error alarm and battery out limit alarm due to a blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.